Event description:
It was reported that the rigid endoscope telescope's distal tip of the scope was broken. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and it was confirmed that the outer tube was bent and lens chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a severe leverage effect on the outer tube. Olympus will continue to monitor field performance for this device.